Event description:
It was reported that the burr was stuck on wire. A 1.25mm rotapro and rotawire were selected for treatment of the target lesion. During the procedure, it was noted that the rotapro burr could not be brought over the wire to the target lesion. The system was blocked, and everything had to be taken out. The burr and wire could not be removed separately when outside the body. The procedure was completed with another of the same device. There was no patient complications reported post procedure.